Event description:
It was reported that during the cesarean section, the suture experienced needle detachment while suturing after patient's incision, resulting in the needle ending up in the uterine cavity. This required an extension of the incision and prolonged anesthesia time by approximately thirty minutes to allow retrieval of the needle. The event led to extended surgical time and was identified as a recurring issue in four lot number of the product.

Manufacturer narrative:
D.10. Concomitant product: cl-812; cl-812 polysorb 0 vio 75cm gs21 x36; (lot number: a3j1819y) cl-812; cl-812 polysorb 0 vio 75cm gs21 x36; (lot number: a5d1596y) cl-812; cl-812 polysorb 0 vio 75cm gs21 x36; (lot number: a5c2133y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.